Event description:
A communication was received on 17sep2024 from the competent authority in germany (bfarm) regarding a suspected serious incident report that they received from a user in germany. The initial report stated that "severe anaphylaxis after application of hemospray for local hemostasis in the context of ogd. Obligation to resuscitate. Severe hypoxia, resuscitation. Death. Mucous membrane tear reaching into the stomach with attached coagel. Most likely in the sense of a mallory." Additional details were received from the hospital where the incident occurred. Further information is as follows: they were performing an egd with standard sedation with propofol. A mucous membrane tear was found in the gastroesophageal junction extending into the fundus; it was bleeding and most likely a mallory weiss lesion. Standard procedures to control bleeding were unsuccessful. After hemospray application, there was a drop in saturation with v.a. Bronchospasm. After the examination, bronchoscopy was performed to rule out aspiration. No hemospray was detected. A seizure by the patient cannot be ruled out. There was no medication administered immediately before hemospray application. Since the further course of the disease could not be estimated at this point, the hemospray was disposed of as instructed. Resuscitation was later performed and the patient died. [The physician] stated that the incident is not directly related to the hemospray.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A patient undergoing treatment for a mucous membrane tear, extending from the gastroesophageal junction into the fundus, experienced complications during the procedure. Standard methods to control the bleeding were unsuccessful, prompting the use of the hemospray device in question. Following the application of the powder, the patient developed bronchospasm and experienced a drop in oxygen saturation. No device failure was identified, and the patient had no known allergies. Post-procedure, a bronchoscopy was conducted to rule out aspiration of the powder; no powder was detected in the airway. Although the patient's condition was ultimately described as anaphylaxis, the hemospray powder used is an inert and non-toxic material. The exact cause of the patient's adverse response remains unknown, and a direct connection to the hemospray device could not be established. The IFU lists potential complications, precautions and procedural precautions as follows: potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." Precautions: "hemospray is inert and non-toxic." Procedural precautions: "like other modalities, hemospray may not be effective for all types of bleeds. Gastrointestinal bleeding may exacerbate existing comorbidities, increasing the potential for adverse events including patient mortality." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an unusual occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
A communication was received on (B)(6)2024 from the competent authority in germany (bfarm) regarding a suspected serious incident report that they received from a user in germany. The initial report stated that "severe anaphylaxis after application of hemospray for local hemostasis in the context of ogd. Obligation to resuscitate. Severe hypoxia, resuscitation. Death. Mucous membrane tear reaching into the stomach with attached coagel. Most likely in the sense of a mallory." Additional details were received from the hospital where the incident occurred. Further information is as follows: they were performing an egd with standard sedation with propofol. A mucous membrane tear was found in the gastroesophageal junction extending into the fundus; it was bleeding and most likely a mallory weiss lesion. Standard procedures to control bleeding were unsuccessful. After hemospray application, there was a drop in saturation with v.a. Bronchospasm. After the examination, bronchoscopy was performed to rule out aspiration. No hemospray was detected. A seizure by the patient cannot be ruled out. There was no medication administered immediately before hemospray application. Since the further course of the disease could not be estimated at this point, the hemospray was disposed of as instructed. Resuscitation was later performed and the patient died. [The physician] stated that the incident is not directly related to the hemospray. Additional information was received from the doctor who carried out the examination and procedure stating that to his knowledge, the patient was not autopsied.

Manufacturer narrative:
Continued: section g: 510k: k200972. Information was received from the doctor who carried out the examination and procedure stating that to his knowledge, the patient was not autopsied.